Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0gh62, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient implantable neurostimulator (ins) was not working because the healthcare facility (B)(6) did not give them their equipment. The manufacturer representative had changed the settings but the device was still not working. The patient was supposed to see their doctor in about a month. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.